Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a initial total knee arthroplasty, the pin inserter instrument fractured and fell in the patient wound. The fractured piece was removed from the surgical site. No additional patient consequences or risk were reported as a new instrument was used to complete the surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (nicked or gouged) also the tip has fractured. Not all pieces were returned. Additionally, sem analysis showed that the fracture was due to bending overload. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.